Event description:
It was reported that the patient experienced hypoglycemia while using the iLet, with the device displaying 55 mg/dL and a confirmatory fingerstick of 58 mg/dL about 1.5 hours after eating, with no symptoms reported. Symptoms included low blood glucose without reported clinical manifestations. Outcomes included self-treatment with approximately 6 ounces of orange juice and recovery to 75 mg/dL, with ongoing self-monitoring and no hospitalization. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.